Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the arms on (B)(6) 2021 using a flat cooladvantage applicator, and to inner thighs on (B)(6) 2021, and (B)(6) 2022 using the flat f165 applicator. Allergan aesthetics received a report of a patient treated with coolsculpting elite treatment on (B)(6) 2022 to the flanks using the curve 150 (c150) applicator, on (B)(6) 2022 to the flanks using the curve 120 (c120) applicator, and to the lower abdomen on (B)(6) 2022 and (B)(6) 2023 using the curve 150 (c150) applicator. The patient was diagnosed with paradoxical hyperplasia (ph) to the (lower) abdomen, inner thighs, and flanks.